Event description:
It was reported that the bd maxzero extension set had leakage. The following information was provided by the initial reporter: bd filter leaking. Additional information received from the customer: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Additional information: (h) attached medwatch. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.